Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 15 mm xience xpedition stent delivery system (sds) was advanced, but became stuck at the mouth of the guiding catheter. The devices were removed as a single unit; however, during removal, the stent dislodged in the iliac artery. A snare device was used to successfully retrieve the stent. A new device was used to complete the procedure. The patient had a good outcome. No additional information was provided.